Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime and fill anomaly or rewind anomaly noted during testing. During the occlusion test, the pump motor slide properly made contact with the test reservoir. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and scratched keypad overlay.

Event description:
The customer reported via phone call that they were hospitalized due to stroke and they went to coma. The customer reported that the hospitalization was due to the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer stated that the insulin pump would not rewind or prime quickly enough. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.